Manufacturer narrative:
Event date: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-01703. It was reported the patient was not receiving effective therapy. Reprograming was unable to resolve the issue as the leads had migrated. Patient is awaiting surgical intervention at a later date to address the issue. No further information available.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient was not receiving effective therapy. Reprograming was unable to resolve the issue as the leads had migrated. In an update, it was reported the patient's lead was replaced (B)(6) 2022, due to being fractured. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The event of lead migration was reported to abbott. The patient was not receiving effective therapy. Reprograming was unable to resolve the issue as the leads had migrated. The patient has not been seen since. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the leads were fractured, and patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.